Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds which resulted in an exit block found during a normal routine follow up. Subsequently, additional surgical intervention was performed to explant the rv lead. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. An x-ray observation noted damage indicative of helix extension/retraction difficulty. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds which resulted in an exit block found during a normal routine follow up. Subsequently, additional surgical intervention was performed to explant the rv lead. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.